Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A phone call was made to the customer to follow up on a call she previously made for high blood glucose levels. The customer stated that she had to call the paramedics due to her elevated blood glucose levels. The customer stated that the paramedics treated her and left. There was no hospitalization. The customer had no further information regarding the event.